Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) involved with this complaint to perform failure analysis. In the system logs, the 32100 error was found indicating a fault on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller arm (aca) was further inspected, and no faults could be identified. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault of the aca within the affected usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that repeated 32100 errors occurred against universal surgical manipulator (usm) 3. The staff power cycled the system, with no change. The technical support engineer (tse) walked the staff through two hard-power cycles of the system, with no change. The staff elected to abort the procedure to a backup patient side cart (psc). There were no reports of patient involvement.